Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Patient was revised to address osteolysis and infection. Update rec'd 5/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd 9/3/2014- pfs and medical records received. After review of the medical records (primary operative note only-no revision note included) there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/25/"201". Update 30 aug 2018- receipt of ppf and medical records received. After review of medical records, patient was revised to address discomfort and pain. Operative report gross evidence of infection and had removed metal debris, and fibrous tissue and scar. Ppf alleges loosening of stem. Doi: (B)(6) 2009; dor: (B)(6) 2012, right hip.